Event description:
It was reported that after the patient's surgery, the foley catheter bladder irrigation was administered. Urine drainage was not smooth, and catheter slippage was observed. When removing the catheter, the balloon was found to be ruptured, so the catheter was immediately replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.